Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01347. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred "approx 1 year ago." The physician implanted 2 taxus express2, 2.5mm, drug eluting stents to the mid and proximal left anterior descending (lad) artery. In 2007, the patient was taken off of plavix and aspirin, by direction of the cardiologist, for an upcoming surgery. Nine days after discontinuing medications, the pt presented with an acute myocardial infarction (mi) and a thrombus in the previously placed proximal stent. A pronto aspiration catheter was used and then a 2.5mm non bsc stent was placed. No patient injuries or complications occurred. Patient status is satisfactory. Additional information regarding this event has been requested.